Manufacturer narrative:
(B)(4)

Event description:
It was further reported that on (B)(6) 2017 the patient was admitted to the hospital and doctors noticed a hematoma at the access site. An echocardiogram was performed in this area and they ruled it to be nothing dangerous and patient was released from the hospital. The patient is taking enaxoban and adiro.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was introduced into the patient. It was noted that the hemostasis valve was leaking blood and the valve was possibly not closing well. Troubleshooting was performed, however the device was exchanged for another to complete the procedure. It was noted that a blood bag was connected to supply blood to the patient. No further patient complications were reported. The patient was noted to be stable.